Event description:
A ctr dir reported pt with superficial punctate keratitis (spk) at five day lasik post-operative visit. At visit pt also complained of "eyes felt dry and blurry." Add'l info from reporter indicated pt's topical steroid dosage was increased and a flap lift and rinse was performed. This report captures the left eye, and add'l report is filed for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. (B)(6).